Manufacturer narrative:
Diopter: 20.00 se/3.5. Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric. Device evaluated by manufacturer: no, lens not returned. (B)(4). Method: lens work order search. Results: a lens work order search revealed no similar complaint within the work order. Conclusions: based on the complaint history and lens work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a aa4203tl +20.00 se/3.5 diopter silicone single piece lens with toric optic. The lens was implanted and removed on the same day. The doctor changed his mind on the power. Further information was requested but facility did not have additional information.

Manufacturer narrative:
Method code(s): (process evaluation): device history record review. Result code(s): (operational problem) : based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within the established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Visual inspection of the returned product found the lens torn into two pieces. The lens was returned dry and there was evidence of clear surgical residue. Conclusion code(s): (unable to confirm complaint): based on the complaint history, work order search, device history record review and product evaluation, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Correction to b3, d6, d7 - (B)(6) 2016. Claim # (B)(4).

Manufacturer narrative:
Resubmission of supplemental MDR #2 requested by FDA. H6 - result code 213 - visual inspection of the returned product found the lens torn into two pieces. The lens was returned dry and there was evidence of clear surgical residue. Based on the results of the investigation, all released devices from the associated work order(s), including the suspected device, have been manufactured within established process parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).